Manufacturer narrative:
This customer reported that they were unable to see the pads ECG view during a case. There was no impact to the patient. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that they were unable to see the pads ECG view during a case. There was no impact to the patient.